Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the abbott diabetes care (adc) device. Customer received unspecified higher sensor scan results when compared to unspecified readings obtained on a healthcare professional (hcp) meter. As a result, customer experienced "dizzy" and was unable to self-treat, requiring going to the hospital. At the hospital, a hcp provided unspecified third-party treatment noted as "no medication" for a diagnosis of hypoglycemia during a two day hospitalization. There was no report of death or permanent impairment associated with this event.

Event description:
A high readings issue was reported with use of the abbott diabetes care (adc) device. Customer received unspecified higher sensor scan results when compared to unspecified readings obtained on a healthcare professional (hcp) meter. As a result, customer experienced "dizzy" and was unable to self-treat, requiring going to the hospital. At the hospital, a hcp provided unspecified third-party treatment noted as "no medication" for a diagnosis of hypoglycemia during a two-day hospitalization. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was downloaded successfully. The sensor was found to be in sensor state 6 with event log 7 is an indication that the sensor had ended as a it reached its end of life. Sensor state 8 with event log 9, 129, 163, 214 are an indication that the sensor had terminated due to an error recognized by the sensor. However, these errors occurred after the sensor had reached its end of life and did not have an effect on the functionality of the sensor while the user was wearing it. Watermark was observed at the base of the sensor tail indicating that the sensor tail was properly inserted. De-cased the sensor and no issues were observed upon visual inspection of the pcba (printed circuit board assembly). However, sensor was damaged during the de-casing. An extended investigation was conducted. A visual inspection on the returned de-cased sensor revealed that the antenna and molex were removed from the pcba, leading to the data not being able to be extracted. The visual inspection revealed that the antenna and molex had been damaged during de-casing and was unable to be re-soldered/repaired due to the solder pads coming away from the pcba. This damage will render the antenna unable to communicate and the functionality testing cannot be performed without the antenna connected. Adc is unable to continue the investigation as sensor is no longer in its original condition or a condition to perform functionality testing. Therefore, this issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was downloaded successfully, sensor state 6 with event log 7 is an indication that the sensor had ended as a it reached its end of life. Sensor state 8 with event log 9, 129, 163, 214 are an indication that the sensor had terminated due to an error recognized by the sensor. However, these errors occurred after the sensor had reached its end of life and did not have an affect on the functionality of the sensor while the user was wearing it. Watermark was observed at the base of the sensor tail. De-cased the returned sensor and performed visual inspection of the printed circuit board assembly (pcba), observed that the antenna and molex connector had been damaged and unable to be re-soldered/repaired due to the solder pads coming away from the pcba. Unable to perform smu testing without the molex connector connected. Therefore, this issue is unable to test. All pertinent information available to abbott diabetes care has been submitted. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device.

Event description:
A high readings issue was reported with use of the abbott diabetes care (adc) device. Customer received unspecified higher sensor scan results when compared to unspecified readings obtained on a healthcare professional (hcp) meter. As a result, customer experienced "dizzy" and was unable to self-treat, requiring going to the hospital. At the hospital, a hcp provided unspecified third-party treatment noted as "no medication" for a diagnosis of hypoglycemia during a two day hospitalization. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction for emdr-459204 (follow-up 2) as the date was incorrectly filed. This has been updated on g3 and h2.

Event description:
A high readings issue was reported with use of the abbott diabetes care (adc) device. Customer received unspecified higher sensor scan results when compared to unspecified readings obtained on a healthcare professional (hcp) meter. As a result, customer experienced "dizzy" and was unable to self-treat, requiring going to the hospital. At the hospital, a hcp provided unspecified third-party treatment noted as "no medication" for a diagnosis of hypoglycemia during a two day hospitalization. There was no report of death or permanent impairment associated with this event.